Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met mfg specs. The event could not be duplicated, therefore, the event was not confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during spine surgery the device was "heating up. There were no injuries reported. There was a spare qd11 available for use and there were no delays to the surgery. There was no add'l info provided.